Manufacturer narrative:
The head holder adapter from device (B)(4) has been inspected for investigation purpose. According to results of the investigation, the root cause is that the screw and the adaptor were damaged by the normal wear and tears of the materials. A CAPA has been raised in our quality management system to avoid the reoccurrence of similar issues.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During the maintenance procedure the medtech technician found a damaged screw of the mayfield head holder adapter that made difficult to screw the calibration plate on the adapter. He took a mayfield head holder and he was able to screw it on the adapter. After this he was able to screw the calibration plate. During the same maintenance the technician checked also the head holder arm interface and he found that he could not loosen it. He was able to fix the mayfield head holder adapter interface and it was stable.